Event description:
Customer received a result of approximately 130mg/dl on the compact system and 282mg/dl on a hospital device at the same time. No action taken on device result. No adverse event reported. Requested return of the suspect system and a replacement was sent.